Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reprot for "self-test failure" was verified. During the device evaluation, the patient impedance was observed to be out of specifiction. The patient impedance was recalibrated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.